Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v857736, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v846966, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the surgeon and rep became aware of the low impedance on contact 0,1 in pre-op while gathering the ins settings to transfer to the new ins. It was stated that they hoped the issue would resolve after the batter was replaced, but it remained the same reading on the same contacts. It was reported that there were no groups utilizing the contacts with low impedance and it was not affecting the patient¿s therapy. It was noted that since the impedance didn't change for better or worse they closed the patient. It was also reported that the battery was expected to last approximately four years on the patient¿s highest setting and the previous ins lasted almost five years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had a new device put in and there are impedance issues. The manufacturing representative reported that the impedance at one of the contacts the patient is using in 34 ohms. The manufacturing representative requested longevity calculations using 2 different electrodes, which showed the device would reach the elective replacement indicator battery level in 3.71 years. There were no patient symptoms reported.